Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that patient experienced bent cannula infusion set event on (B)(6) 2026. The infusion set was in use for one day. The site of insertion was abdomen. The patient subsequently went to emergency room on (B)(6) 2026 and remained for eight hours due to high blood glucose. The patient's blood glucose level was 341 mg/dl and was treated by pump. At time of hospitalization, patient experienced symptoms including headache. The patient was found positive for ketones with 3.8mmol/l. During hospitalization, the patient was treated with insulin by pump. No further information available.